Event description:
It was reported tjat during a lavh procedure, the upper jaw would not open after it was fired. The jaw was manually opened and a second device was used. It is unknown how the procedure was completed. There were no patient consequences reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4): added additional information. The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing the jaws opened and closed with the knife advancing and retracting. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.